Event description:
It was reported that after the customer went swimming, water was noticed coming out of the pump button when pressed, which led to malfunction code 12 being displayed. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer acknowledged the instructions and was advised to continue using the pump and call back if any issues arose.